Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was successfully completed except for the fact that one of the screws is not locked. The patient was reported as stable at the moment. No other medical intervention was required.

Manufacturer narrative:
Additional narrative: additional device product code used hwc. (B)(4). Device was not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was completed for part# 04.211.022s, lot# l149567. Manufacturing location: (B)(4), manufacturing date: sep 29, 2016, expiry date: sep 01, 2026. Non-sterile par# 04.211.022, lot# h176235 was manufactured in u.s., (B)(4). Manufacturing date: aug 30, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, patient underwent surgery for distal humeral fracture. After the surgeon fixed a shaft portion with cortical screw, he tried to fix distal portion using two va (variable angle) locking screws as va modem but the screw heads were buried in the plate. They didn¿t lock when they reached where they were supposed to be locked and they were just spinning around. (They didn¿t go through.) The surgeon managed to extract the first screw (04.211.020s) but he couldn¿t extract the second screw (04.211.022s) so the surgeon left it inside the body. After that, the surgeon drilled the hole (the one he first tried to insert.) With fix mode and inserted another screw. It could be locked without any difficulty. The surgeon successfully inserted the screw (04.211.020s - the one he extracted at first) in other hole with fix mode. There was fifteen (15) minutes delay in surgery reported. Patient and surgical outcome were not reported. Concomitant part: 2.7/3.5 ti va-lcp postlat dhp-lat supt 3h/rt/75mm-short-ster (part# 04.117.003s, lot# l020765, quantity 1). This report is for one (1) locking screw. This is report 1 of 1 for (B)(4).